Event description:
On (B)(6) 2012, contact with the physician's office showed that the patient's device was explanted due to a nick in the lead; however, no additional information was available regarding the increase in seizures.

Event description:
On (B)(6) 2012, it was reported that this patient underwent total revision. The generator was explanted due to battery depletion and was returned on (B)(6) 2012. Product analysis results showed that the "failure to program", "no stimulation", and "end of service" allegations were duplicated in the pa laboratory and determined to be the result of normal expected battery depletion, based on the battery life analysis and electrical test results. The pulse generator module performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
On (B)(6) 2012, clinic notes dated (B)(6) 2012 were received indicating that this patient was experiencing an increase in seizures and would be referred for surgery. The physician reported that it had been a year since the patient was in for interrogation of his device. He stated that, lately, the patient has had a marked increase in the frequency of seizures, one of which recently caused a ligament tear and ankle fracture. The patient's device was interrogated and was completely unreadable and not registering at all. The physician wrote that this indicated that the device was probably worn out unless there was another major glitch in the device; however, the former was more likely because it had been six and a half years since implant. A battery life calculation was performed on (B)(6) 2012. The results indicated negative years to eri = yes. Surgery is likely but has not taken place to date.

Manufacturer narrative:
Analysis of programming history.